Event description:
The customer reported that the dental implant failed to osseointegrate. No additional information was provided.

Manufacturer narrative:
The investigation for this device is not yet complete. Also, additional information regarding the returned device has been requested from the customer. An update will be provided once the additional information has been received and the investigation has been completed.